Event description:
It was reported that this device declared elective replacement indicator (eri) prematurely. The physician removed the device and implanted a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.  Concomitant products: 4194 implantable pacing lead, implanted: (B)(6) 2006; 6935 implantable tachy lead, implanted: (B)(6) 2009.